Manufacturer narrative:
It is unknown if the device was returned to olympus for evaluation. The cause of the event can not be determined at this time.

Event description:
Olympus received a legal document on (B)(6) 2016 which alleged that on (B)(6) 2010, a patient underwent a laparoscopic supracervical hysterectomy and bilateral salpingo-oophorectomy for the removal of uterine fibroids. A pks plasmasord bipolar morcellator was used during this procedure. The pathology from this procedure revealed extensive leiomyosarcoma. Use of the power morcellator spread this tissue through the patient's abdomen and pelvis. On (B)(6) 2010, the patient underwent an exploratory laparotomy, trachelectomy, bilateral pelvic lymph nodes omentectomy and bilateral salpingo-oophorectomy, and appendectomy. There was no evidence of residual disease at that time. On (B)(6) 2010, after staging and 3 cycles of chemotherapy, a pet scan revealed a large lower pelvic midline mass compatible recurrence of leiomyosarcoma. On (B)(6) 2010, the patient underwent an exploratory laparotomy, radical tumor debulking, rectosigmoid resection with end-colostomy and hernia repair. Multiple tumors were removed in the abdominal and pelvic region along with a resection of her rectosigmoid colon. After this procedure, the disease continued to spread, and the patient succumbed to her illness on (B)(6) 2011.